Event description:
It was reported that, during a cori procedure, while advancing the screen to perform the "distal burr resection", the femoral model was not present. All of the icons were in view along with the tip of the drill guard, but no femoral model. The background screen was completely black. Luckily, they clicked back one step on the screen and when they advanced the screen to the "distal burr" section, the femoral model was now in view and they were able to continue with the case. No other complications were reported.

Manufacturer narrative:
H3, h6: the ri cori, rob10024,(B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events.¿ a CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a software issue. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.